Manufacturer narrative:
The device was not returned for analysis. The reported patient effect(s) of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the patient presented with severe angina and the procedure was to treat a 90% stenosed, moderately calcified and moderately tortuous lesion in the left anterior descending (lad) artery. Pre-dilatation was performed with a 2x8 mm semi-compliant balloon dilatation catheter (bdc) and the 2.5x23mm xience prime stent was deployed at 12 atmospheres. Fluoroscopy post stenting showed edge dissection at the proximal end of the stent. A xience prime stent was used to treat the dissection. There was no adverse patient sequela and there was no reported significant delay in the procedure. No additional information was provided.